Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the monitor's electrode belt connector was pulled from the enclosure, partially unseating the j1001 connector in the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.